Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet with dexcom g7 experienced a hyperglycemia event with a cgm reading of 196 mg/dl for approximately 30 minutes after a recent meal; the user had administered a meal announcement and was using a teflon infusion set in the abdomen, and also requested assistance exiting the fill tubing section of the device interface. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no need for medical care, and no hospitalization. Investigation included user coaching and troubleshooting regarding device navigation and monitoring of glucose trend. Investigation of this case revealed no device malfunction, with hyperglycemia plausibly associated with postprandial glucose rise and routine system use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.